Manufacturer narrative:
Concomitant products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A company representative (rep) reported that an out of regulation (oor) message was seen on the patient programmer. It was indicated that oor occurred every time the patient went to turn stim on and off. The rep was not with the patient on the day of this call. It was further reported that impedance test was performed and found to be high. The patient first experiencing oor message on (B)(6) 2016 and the oor had not been resolved. Additional information received from rep on (B)(6) 2016 reported that the patient was seen by heath care provider (hcp) for exploration surgery on (B)(6) 2016. It was found the battery and extensions were operating correctly, but the right lead was still producing very high impedance. No equipment was removed and the patient was being schedule for a lead replacement as soon as possible. When the lead is replaced, rep would retrieve it and send it in for analysis. The indications for use for this patient were parkinson's dual and movement disorders. If additional information is received, a follow-up report will be sent.